Event description:
A user facility returned the olympus asset, colonovideoscopee, to the olympus service center for an annual inspection. Upon inspection and testing of the returned device, white foreign material in the air/water cylinder and tube was observed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the air/water cylinder and suction cylinder had no color, the label on the suction connector was damaged, the bending angle in up direction did not meet the standard value due to wear of angle wire, the plastic distal end cover, the light guide lens and the bending section cover had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.